Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer reported some of the solution fell out on the box and she accidentally used the reagent solution as an eye drop. The consumer experienced a minor irritation. The consumer reported that they had no irritation or injury after washing the eyes with water and was feeling good. No additional information including treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service asked to provide the safety data sheet but user confirmed that she don't need it anymore and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer reported some of the solution fell out on the box and she accidentally used the reagent solution as an eye drop. The consumer experienced a minor irritation. The consumer reported that they had no irritation or injury after washing the eyes with water and was feeling good. No additional information including treatment and outcome was provided.